Event description:
ICD lead failure lead to inappropriate shocks and induced ventricular fibrillation cardiac arrest. Pt has ischemic cardiomyopathy with (B)(4) and ICD placed (B)(6) 2006. Suffered a ventricular fibrillation arrest requiring CPR, intubation, and emergent heart catheterization followed by therapeutic hypothermia. Interrogation of the device shows inappropriate ICD firing due to noise from the rv lead - no triggering arrhythmia - st jude rita lead model 1581 (B)(4) placed (B)(6) 2006. Three shocks were delivered, with the 3rd shock converting the pt to vfib with device output circuit damage stopping further therapies, leaving him in pulseless vf arrest. Visible separation of the wires is seen under fluoroscopic eval during review of the heart catheterization. Dates of use: (B)(6) 2006 - (B)(6) 2011.